Event description:
It was reported that during ukr the burr would come out automatically when starting to burr. Drill can not hold bur and back-up device was used. Delay greater than 30 minutes involved but no patient injuries involved.

Manufacturer narrative:
H10: h6: the device, used in treatment, was returned for evaluation. A complaint history review found similar reports. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. This failure is an identified failure mode within the risk assessment. The surgical user's manual released at the time of the complaint provides detailed instructions on the proper assembly of the drill and handpiece (p.27-28). Additionally, a warning is provided for bone removal which states ¿move the bur slowly during bone removal and avoid touching anything other than the target bone.¿ it also states that that ¿during bone removal, you can return to the gap planning phase of the procedure at any time by pressing the return to planning button, and then pressing the touchscreen button until the planning stage screen you desire is displayed.¿p.71 accordingly, product labeling has been ruled out as a cause of the complaint. The performed clinical / medical investigation indicates: "no relevant supporting clinical information was provided for inclusion in this investigation. Should any additional medical information be provided, this complaint will be re-assessed." A relationship between the reported event and the device could not be established. A functional evaluation was performed and passed. The reported problem was not confirmed. The burr locks into position. A factor that could have contributed to the reported issue is if the bur was not fully inserted into the drill at the time of the complaint. There was no problem found.